Manufacturer narrative:
The root cause of the customer's experience of various medications/fluids taking longer to infuse than expected was not identified. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that emend was ordered to infuse over 30 minutes but took 37 minutes to complete. A site visit confirmed that the issue is related to pharmacy and nurse practice issues with excessive bag overfill not being accounted for when programming rates and durations of infusions; the customer is aware of their need to improve their own internal processes. There is no allegation of device infusion inaccuracy. There was no report of clinical effect, patient harm, or medical intervention.